Event description:
Patient hit head once or twice during 2001. Determination of patient's hearing reported by family 07/2001. Explantation/reimplantation surgery was done the next month. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.